Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a mitral valve replacement was performed and a 27 mm regent mechanical heart valve was implanted. On (B)(6) 2017, the patient presented with symptoms of acute heart failure and severe pulmonary edema. An echocardiogram was performed and severe prosthetic mitral valve regurgitation was noted. The hospital where the patient presented was not a cardiac surgery center so the patient was emergently transferred to another hospital for operation. The patient arrested during transfer and CPR was performed. The patient developed ventricular fibrillation and cardioversion was done. The patient entered the operating room and at explant, one leaflet of the regent valve was missing. There was no history of any chest trauma and per report the leaflet was noted to be missing prior to CPR. The valve was explanted and replaced with a 25 mm on-x valve. The heart did not recover after cpb and arrest occurred, no ECMO was available and the patient was pronounced in the or. Per report the cause of death was due to severe pulmonary edema in the presence of cardiac failure.